Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a low blood glucose (bg) level of 42 mg/dl and it was addressed with intravenous dextrose. Reportedly, the bg level would not increase when the customer consumed carbohydrates. It was noted that the customer was kept at the hospital overnight for observation due to comorbidities. The customer was disconnected from the pump while hospitalized and was released on (B)(6) 2016. A follow up with the customer on 07/19/2016 indicated that their blood glucose level was in target range and that they were unsure of the reason for the low bg level.

Manufacturer narrative:
Review of pump data by tandem engineer showed that new basal rate settings have improved blood glucose levels.